Event description:
A customer obtained an erroneously elevated troponin (accutni) result on one patient's sample. The result was reported out of the lab. The original sample was repeated and obtained results were in the normal reference range. Two more samples collected from the patient resulted in the normal reference range. The customer stated that the patient was administered aspirin, due to the erroneously elevated result. The patient was transferred to another facility for an angioplasty, but procedure was cancelled due to repeat testing results.

Manufacturer narrative:
The samples were collected in pst tubes with gel, and were centrifuged at 3,500 rpm for 7 minutes. Qc was within the customer's established ranges on the day of event. A system check performed on 03/16/10 met specifications. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing which passed within specifications no clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.